Event description:
A service request for the device was received with no product complaint made. On (B)(6) 2023, the service request work order device diagnosis was completed. During the service request work order, it was noted the device was running continuously due to a malfunctioning cable assembly. As a result of these findings of the service request work order, this report is being submitted. Additionally, as a result of the service request work order, the customer is being contacted to obtain additional information regarding these findings.

Manufacturer narrative:
The device had been returned under a service work order (sro) during which it was identified. The device was continuously running due to malfunction of the cable assembly. The device is a reusable device. Attempts are being made to obtain further information regarding the findings of the sro, and a follow up report will be submitted if additional information is received and/or upon completion of the investigation.

Manufacturer narrative:
Additional information was received on 14 april 2023 reporting the issue was noted when checked at the distributor's warehouse and was not noted during a procedure. Therefore, no patient was involved. Therefore, h6. Health effect-clinical code and health effect- impact code were updated. The invetigation was competed on (B)(6) 2023. The device is a reusable instrument and was manufactured in 2018; therefore, it is unknown how many times the device was used prior to this reported complaint event nor under what circumstances it was used. The device was tested per otr 0060 rev e upon manufacture and met all specifications. A review of complaint history determined there have been six (6) other reported complaints in the last two (2) years. Based on the information available and the investigation performed, the root cause could not be determined.